Event description:
It was reported to the aci sales professional that a pt underwent a diagnostic peripheral procedure on (B)(6) 2012. Access was obtained at the common femoral artery, via a 5f sheath (unk model). The 50/50 contrast and saline mixture was used. Following the procedure, the physician selected the mynx cadence vascular closure device 5f to close the access site. It was reported that the physician tried to deploy the device and when the physician and when the physician pulled the sheath back, the advancer tube did not engage. Therefore, no sealant was deployed. The physician deflated the balloon, removed the device and held manual compression for 5 minutes to achieve hemostasis. The pt was ambulated and discharged home the same day ((B)(6) 2012).

Manufacturer narrative:
The device and the procedural sheath were no returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.